Manufacturer narrative:
Investigation summary: one photo sample was provided to our quality team for investigation. Through visual inspection, it was verified the protector did not have the cannula assembled. No defects or damage could be observed on the needle housing. A device history was performed and found no no-conformances related to the reported issue during production of batch 1704122. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality of the device, including controls to verify the cannula presence, length, and position. These controls were tested with a protector that did not have a cannula, such as the product you reported. All product was properly discarded, verifying the controls function as intended. Five retained samples of the same lot were used for additional evaluation, no defects were observed upon visual inspection. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the protector p21 experienced needle separation on protector prior to use. The following information was provided by the initial reporter: upon opening of the packaging, the pharmacist notice there's lost of needle after removing the cap of the protector. Thus, the product could not be use. Updated info: the needle was not in the packaging.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the protector p21 experienced needle separation on protector prior to use. The following information was provided by the initial reporter: upon opening of the packaging, the pharmacist notice there's lost of needle after removing the cap of the protector. Thus, the product could not be use. Updated info: the needle was not in the packaging.